Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The bottom case was cracked. There was motor rate error in the event history. An occlusion test was performed. The customer reported product problem (motor error rate error) was replicated during testing. The issue occurred due to normal wear and tear. The pump was over 15 years old. No actual fault was found with the device. The investigator replaced the following components: bottom case, battery, lead screw, left/right clutch, motor bushing, worm coupler, worm gear, wavy washer, stepper motor, motor mount, and delrin washer. The pump subsequently passed functional testing.

Event description:
It was reported that the medfusion pump displayed a motor rate error. No patient injury or complications were reported in relation to this event.